Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The ups power was checked during the service call. The reported issue is currently under investigation.